Manufacturer narrative:
(B)(4) date sent to the FDA: 09/12/2016. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown cardiovascular surgical procedure on unknown date and the suture was used. During the procedure, the needle easily got bent. There were no adverse consequences reported. No further information is available.